Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported a noticeable scratch on the intraocular lens (iol) after implantation in the right eye. The scratch was not present prior to insertion. The lens remains implanted and no patient harm has been reported. Visual acuity was reported as normal at the 1 day postoperative visit.